Event description:
It was reported that the account is experiencing stress cracking on the distal tip of the unit. The plastic outer shell of the unit cracks over time and eventually breaks off.

Event description:
It was reported that the account is experiencing stress cracking on the distal tip of the unit. The plastic outer shell of the unit cracks over time and eventually breaks off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root cause for the reported failure could have been caused by: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or improper sterilization. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.